Manufacturer narrative:
Patient information not provided by reporter. (B)(4). Device not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: please note, this 04.112.522s / 9747240 DHR review is for sterilization procedure only. No deviation was found during the sterilization process. Manufacturing location: (B)(4), manufacturing date: 1st december 2015 expiry date: 1st november 2025. Article 04.112.522 was manufactured in the us with lot number 9852577. Non-sterile: manufacturing location: (B)(4), manufacturing date: 7/20/2015 part #: 04.112.522, lot#: 9852577 (non-sterile) - 3.5mm ti lcp low bend medical dstl tibia pl/10h/right/187mm. Quantity (B)(4). Lot was release to the warehouse on 7/20/2015. Work order (B)(4) was issued on 7/6/2015 for qty (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: surgery for distal tibial fracture took place on (B)(6) 2016. During the surgery, breakage of the reported plate happened when the surgeon tried to bend the plate with a bending instrument to fit the shape to the patient bone. The surgeon replaced the same sized plate as the spare, and successfully completed the surgery. The surgery was extended for 10 minutes due to the event. No adverse consequence was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: e1: hospital contact number: (B)(6). H3/h6: manufacturing investigation evaluation: a visual inspection of the plate shows that the plate is cracked through the plate at combi-hole w2g. Marks and scratches are present on the top and bottom surfaces. The part¿s raw material was verified and found to be conforming to specifications. Also, the material was inspected for minimum wall thickness at holes w2f, w2g, and w2h. All features that were obtainable near the location of the plate breakage were found to be conforming during the manufacturing evaluation. No manufacturing related issues were identified and/or confirmed. H11: corrected data: b4/g4: the original date of awareness for this complaint was march 2, 2016. The date of february 26, 2016 was reported in error on the original medwatch. D6/d7: device broke intra-operatively and was not implanted or explanted during the surgical procedure on (B)(6) 2016. E1 (reporter name), e2, e3, g5 device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.